Event description:
Complaint received that the head up function was not working. No alleged injury.

Manufacturer narrative:
Tech found no head up function due to bad hydraulic manifold. Replaced hydraulic manifold to resolve this issue. (B)(6).